Manufacturer narrative:
Medela customer service followed up with the facility to get additional information, and no additional information on product or serial number was given. Medela is filing this as it was alleged that the product was a thopaz pump.

Event description:
On 1/23/2026, medela was notified by moffitt cancer center that a patient allegedly had an air leak while on the thopaz+ pump. This extended the patients stay and she also incurred a surgery to address the air leak.

Manufacturer narrative:
In follow up with the customer on 2/19/2026, the customer verified the sn of the thopaz pump that was used in this incident.